Event description:
A malfunction alarm occurred with the customer's pump, recorded as alarm 30. There was no adverse impact to the customer's blood glucose level, which remained below 500 mg/dl. The customer was unable to resume insulin therapy due to recurrent cartridge alarms, and there was no backup therapy available. Customer technical support assisted the caller with loading a new cartridge but ultimately decided to replace the pump. The customer was instructed to return the faulty pump using a prepaid label and acknowledged instructions on placing the pump in storage mode before returning it. The customer is expected to contact a healthcare provider for backup therapy options.